Event description:
During set-up, the customer found the product contained a 1:1 cardioplegia subassembly instead of 4:1 subassembly which was specified for the product catalog number. The product was not used.